Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8269523. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-26. Medical device lot #: unknown . Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8247785. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04. Investigation summary: customer returned (1) 32g x 4mm bd pen needle without the tear drop label attached (used). Consumer reported some of the nano pen needle doesn't give out the full amount of the insulin. The returned sample was examined and exhibited a bent non-patient end cannula likely caused by user error as no manufacturing defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
(B)(4). It was reported that during use of the pen ndl 32g 4mm 90 CT mail order the needle clogs during injection. The following information was provided by the initial reporter: verbatim: from phone call on 2019-04-08 11:15:20: consumer returned my call verified lot# 8747785. Lot# 8269523 sample available from the same box. Will send the mail kit. Item# 320883. Consumer reported some of the nano pen needle doesn't give out the full amount of the insulin, she has to switch to the new pen needle for the rest of the insulin. If she sets up 15 unites, she won't be able to push out after 5 unites of insulin, for the rest of the insulin she has to use the new needle. Occurrence-unknown; sample-discarded;she uses new needles each time of the injection, she only does the priming on the new needles from the box. Lot# 8747785;expiration date-2023-09-30.